Manufacturer narrative:
H10: product sample was not returned to 3m for analysis. Without a sample available, it is not possible to evaluate the sample for any defects or perform any tests to determine if the electrode met specification. 3m¿ cannot determine the exact root cause of the alleged injury or whether the 3m¿ red dot¿ electrode was the root cause. The device labeling shall be reviewed for important contraindications, warnings, and cautions.

Event description:
Report received via medwatch 4900240000-2023-8070: a hospital reported a female patient allegedly experienced skin removal, irritation with erythema and a rash with the use of the 3m¿ red dot¿ electrode. No medical intervention was reported.